Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high blood (bg) glucose levels. Reportedly, the reason for the high bg levels were unknown. The contact declined to provide further information about the issue.